Event description:
It was reported that during routine change out, it was noted that the device was programmed right ventricle only. The left ventricle lead caused diaphragmatic stimulation. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was programmed off.